Manufacturer narrative:
Evaluation summary: examination revealed that the ball end of the core wire broke during an attempt to remove the wire while the distal tip was constrained by something hard. This allowed the distal tip unravel from the core wire. The distal tip then remained in the area of the tip of the insertion device as the wire unraveled. No out of spec conditions were noted during review of production records. The IFU provides several warnings about attempting to remove the guide wire through the needle, and instructs the user to remove the guide wire and dilator together, and not to remove the guide wire separately. Additional lot number: f0684910.

Event description:
(B)(4). The wire was used in a port placement and broke off during placement of port in left subclavian artery. The wire did not break off inside of the patient.